Event description:
Dr. Performed a laparoscopic right colectomy in 2008. Intra operatively the anastomosis appeared to be intact. Ten days postoperatively a cat scan revealed the pt had free air and peritonitis in his abdomen. Dr. Reoperated on the man and found the anastomosis appeared at first to be intact. With minimal manipulation, the anastomosis began falling apart. The staples appeared to be formed correctly. Dr. Did another anastomosis using the endo gia and 3.56mm 60 cartridges. The man is doing well with no subsequent leaks. Brought back to the or and stapled the anastomosis.